Manufacturer narrative:
D10 concomitant product/s: egiaustnd egiaustnd endogia ultra univ std stap, lot #:p2k0609. Scda26 ultrason dissect scda26 curved jaw 26cm, lot #: 22080116x. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic abdomino-perineal resection (apr), during cutting of the colon, the first firing was a success, however during the second firing with a 60mm reload, when the jaws were closed, the green safety button was pressed and then the handle was squeezed but the device did not fire. The jaws were locked on tissue and cannot be removed. The surgeon used a new handle and reload to the proximal end and cut an extra section of the tissue and complete the case. Incision was also extended. An additional operation was needed to correct the issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection of the image showed the handle was fully extended, the articulation lever was in the neutral position, the retraction knobs were partially advanced, the attached device had tissue inside of its jaws, the remaining reloads jaws were open, and the staple cartridges on all reloads were not seen. Visual inspection of the video showed the jaws were closed, tissue was inside the jaws, the I beam was advanced slightly, the reload could not be removed from the instrument, and the retraction knobs could not be fully retracted. It was reported that the jaws of the device remain closed on tissue, an incision of >1 inch was needed resulting from product failure, and the device did not fire. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.